Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to noise with possible high impedance measurements. It was noted the patient had been using an angle grinder in the past and more recently had been using a pulse oximeter and noted a heart rate between 145-160 bpm for three hours. The rv lead was not returned to boston scientific. No additional adverse patient effects were reported.